Event description:
It was reported by the customer's father, that the customer had high blood glucose levels of 412mg/dl. Customer treated with the insulin pump. It was also reported that the customer had bent cannulas, and blood in the tubing. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.